Manufacturer narrative:
Follow-up # 1 date of submission 05/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the buttons responded appropriately. No defect was found to the keypad contacts during evaluation. The audio bolus button was torn but responsive. The audio bolus button was found to be leaking and evidence of moisture was found on the button contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that after water exposure the up, down, and ok buttons were unresponsive and noted the contrast button still functioned. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.